Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: investigation flow: damage visual inspection: the viper2 straight rod480mm, cocr(p/n: 196789480, lot number: gm50357) was received at us customer quality (cq). Visual inspection of the complaint device showed the device had broken. No material deficiencies were visually identified at the breakage sites; the initiation marks and fatigue striations are consistent with the broken condition. Device failure/defect identified? Yes dimensional inspection: measured dimensions: outer diameter = conforming device used - caliper document/specification review: current and manufactured drawings were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes investigation conclusion: this complaint is confirmed as the rod was broken. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for viper2 straight rod480mm, cocr was conducted identifying that lot number gm50357 was released in a single batch. Batch1: lot were released on march 14, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H11 corrected data: b5, d10, h3. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent for 3rd revision surgery for rods¿ breakage on (B)(6) 2020. The 1st broken-off stryker¿s rod which was deployed between s1-s2 was removed. The set screws in l2-s2 right where removed. The 2nd broken-off rod was moved as well as screw in s2 left was removed. The patient had an original spinal fusion was performed for kyphosis on (B)(6) 2015. 1st revision was done for replacing screws for both sides of s2 and deployed the rods. The 3rd revision surgery on (B)(6) 2020 was completed successfully without delay. The patient has no consequences reported. Concomitant device reported: single-inner set screw (part# (B)(4), lot# unknown, quantity unknown). Viper ti sai poly 10x80 mm (part# (B)(4), lot# unknown, quantity unknown). This complaint involves two (2) devices. This report is 1 of 2 for (B)(4).